Event description:
The customer contact reported that during testing at the user facility, backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver 1000 ml of an unspecified solution, at an unspecified rate, via a symbiq pump. At an unspecified time, the option-lok male adapter of secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of 500 ml of an unspecified solution, at an unspecified rate. The customer contact reported that the piggyback solution was yellow in color. The primary solution container was hung lower than the secondary solution container. It was reported that after the piggyback delivery was started, yellow solution from the secondary tubing set backflowed into the primary solution container. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.